Event description:
The patient reportedly experienced a loss of lock between the internal cochlear implant and external equipment. Programming adjustments were made, however this did not resolve the issue. Revision surgery is under consideration.